Event description:
It was reported that during an initial hip replacement surgery, the internal ring of the cup came out and looped on the cup implantation rod. During the removal of the cup, it rubbed against the soft tissue, causing deformation of the ring. Attempts have been made and additional information on the reported event is unavailable.

Manufacturer narrative:
(B)(4). Source: (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Visual examination of the provided pictures identified the locking ring is dislodged and bent. It was noted the ring was bent during the removal of the cup. Pictures of complaint sample were evaluated and the reported event was confirmed. Review of the device history record(s) identified no deviations or anomalies during manufacturing related to the reported event. Root cause could not be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.